Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). Device evaluated by MFR.: wallstent uni 18 x 60mm x 75cm was recveived for analysis. The device was received with the stent in the correct position on the device. The investigator successfully deployed the stent without resistance or issue experienced. A microscopic examination found no damage or issues with the deployed stent. A visual and microscopic examination identified no damage or issues with the delivery system, shaft or tip of the device that could potentially have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. An 18 x 60mm x 75cm wallstent-uni endoprosthesis was selected for use. However, during the procedure, it was noted that the stent was unbraided in the distal part. No patient complications were reported. The procedure was canceled. The patient will undergo a future intervention for the placement of a stent.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. An 18 x 60mm x 75cm wallstent-uni endoprosthesis was selected for use. However, during the procedure, it was noted that the stent was unbraided in the distal part. No patient complications were reported. The procedure was cancelled. The patient will undergo a future intervention for the placement of a stent.